Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 356 mg/dl. Their current blood glucose was 415 mg/dl. The customer treated with manual injections. The customer reported customer did not allege insulin pump was under delivering. Troubleshooting was performed. The drive support cap was normal. The customer also got no delivery alarm which was resolved with a complete infusion set and reservoir change. The product was not returned for analysis.